Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit has intermittently no audio. There was no patient harm reported.

Manufacturer narrative:
The unit was requested back for evaluation, but has not yet been received.